Manufacturer narrative:
A review of the device history of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The report of damage is confirmed. The specimen presents indications of skive damage to the polymer jacket material in a proximal to distal orientation beginning 17.2cm from the distal tip, exposing 1.20cm of the metallic core wire and bunching the skived polymer 14.3 to 14.9cm from the distal tip. The specimen also presents large radius, undulating bends over the distal 12.5cm; consistent with tensile loading. The warnings section of the device instructions for use (IFU) indicates; "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that clinical and/or procedural factors may have impacted on the event as reported.

Manufacturer narrative:
The device was not rec'd for eval at the time of this report and therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specs. Reviewing all details rec'd to date, it appears clinical and or procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be submitted.

Event description:
During the procedure and inside the patient, the hydrophilic coating of the zipwire guidewire got caught on the 21 gauge access needle. The 21 gauge access needle shaved off the edge of the wire. They need to access again at the right point. They used a second zipwire guidewire and the same 21 gauge needle to complete the case with no patient complications. The patient was stone free after the case. There was no harm to the patient.